Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 18. On 2023-09-05, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.